Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose was 350mg/dl. Customer continued to use the pump for insulin therapy. Customer declined to further troubleshoot with tandem technical support.